Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machines were not connecting to server and all orders and patients were not crossing. A technical support specialist (tss) identified that services were turned off on two servers, restarted the services, verified normal functionality, and closed the case after confirming everything was working as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server pyxis devices were not connecting to the server, resulted in new patient records and medication orders not crossing over to the stations. Local it verified that the server was operational and not experiencing an outage. Users were able to access and log in to pyxis es; however, they were unable to run reports. Due to the connectivity and interface issues, new patients and orders were not being received by the stations, required staff to manually add new patients and override medications as a workaround. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.